Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectosigmoidectomy. The device was unable to fire and the surgeon was unable to squeeze the handle during recto sigmoid amputation and stapling. The surgeon attempted to perform amitosis of the retinoid. But the charge stopped. They used another device to terminate amputation and stapling of the rectosigmoid without an issue. The problem in this case was with the load and not with the stapler. For this reason, the stapler batch was not identified in the product claim. All the material of the surgery was discarded by the client after the surgery for being contaminated. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectosigmoidectomy. The device was unable to fire and the surgeon was unable to squeeze the handle during recto sigmoid amputation and stapling. The surgeon attempted to perform amtosis of the retinoid but the charge stopped. They used another device to terminate amputation and stapling of the rectosigmoid without an issue. There was no patient injury.